Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system during prime. The customer was unable to complete prime due to the alarm recurring. Blood glucose value was stable. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked belt clip slot.